Event description:
It was reported that telemetry and magnet test were unavailable when eps testing was initiated for device upgrade to ICD from ipg. It was confirmed the device was functioning with setting mode/rate on ECG. The device was explanted and replaced. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis revealed the device was operating in ddd mode, with no telemetry, and confirmed the reported magnet test conditions. Further analysis found the reed switch was unresponsive to a magnet, thereby prohibiting telemetry. However, the reed switch subsequently began to function properly, and the anomaly was not able to be reproduced, despite multiple attempts. The root cause could not be determined.